Manufacturer narrative:
The calibration and qc recovery data provided was within specification. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas 6000 e601 module. The initial result was >120 ng/ml with flag. The customer questioned the initial result as it did not match the patient's clinical picture which prompted them to repeat the sample. The repeat result was 16.02 ng/ml. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.